Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, while the clipper was used through the abdominal wall, the trocar seal broke and resulted in air leak. The device was replaced to complete the procedure. There was no patient injury.